Event description:
It was reported that the programmer would not boot up. It was further noted that the programmer was to be part of an inventory exchange program. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: it was noted during analysis that the programmer was unable to power up and therefore the power supply was replaced, also that the lower case was worn, the rear display case was marked and the system fan was noisy. (B)(4).